Manufacturer narrative:
Continuation of d10: product ID: afr-00001, product type: catheter; product ID: fnd-019-03, product type: transeptal needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, transseptal access to the left atrium was obtained and a left atrial map was created. Pulsed field ablation lesions were delivered to the posterior and inferior portions of the right and left pulmonary veins, along with roof and inferior lines to create a posterior wall box, and exit block pacing was performed in the left pulmonary veins, right pulmonary veins, and posterior wall. The catheter was then retracted into the sheath and moved into the right atrium, and prior to right atrial mapping, a transesophageal echocardiogram confirmed a pericardial effusion that was monitored for accumulation. Despite the effusion, right atrial mapping proceeded and cavotricuspid isthmus ablation using radiofrequency was performed. After this, tamponade/pericardial effusion were observed. Pericardiocentesis was indicated and performed. The case was completed. The patient remained in stable condition and was extubated without issue. Low patient temperature of 35°c was reported as an energy delivery issue. The patient was hospitalized as a result of the event. No further patient complications have been reported as a result of this event.